Manufacturer narrative:
Upon analysis of the device, no malfunction was noted.

Event description:
Related manufacturer report number: 2938836-2017-31013. During follow-up, an infection of the device pocket was noted. The physician explanted and replaced the entire system. The patient was in stable condition.